Event description:
It was reported that this pacemaker device exhibited pacing inhibition, high capture thresholds and high out of range pacing impedance measurements, measuring at 2026 ohms. It was noted that the rv lead conductor was fractured. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is not expected to be returned by the customer.